Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate electric shock due to atrial fibrillation (af). Additional information received indicates that this implantable cardioverter defibrillator (ICD) again delivered a possible inappropriate shock due to supraventricular tachycardia (svt). The plan is continue to be monitoring. Currently, this product remains in service and no additional adverse patient effects were reported.